Manufacturer narrative:
Investigation summary: a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for foreign matter (particles) on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: fm on needle. Customer found green particle on patient side needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: fm on needle. Customer found green particle on patient side needle.